Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Article received entitled "revision to a reverse shoulder arthroplasty using a custom glenoid sphere over a well-fixed metal glenoid tray: a case report," by mark t. Dillon, md, et. Al, published in j shoulder elbow surg (2009) 18, e26-e29. Authors reported on a failed conventional total shoulder arthroplasty due to polyethylene wear of the metal-backed ingrowth glenoid component, with an irreparable rotator cuff tear. This shoulder was a competitor system, and during revision, it was noted that the glenoid was very well-fixed, and there was concern for extensive native glenoid bone destruction if it was explanted. Therefore, it was addressed in a later revision where a custom depuy glenosphere was engineered to attach (with assistance of bone cement and two locking screws) to the existing competitor metal-backed glenoid device (that had been left implanted sans the polyethylene portion). This was paired with a standard depuy delta reverse shoulder arthroplasty humeral construct (size 0 stem, and a 36 size humeral epiphysis and a 9 mm polyethylene humeral cup (note: the cement manufacturer was not identified). The patient experienced two early dislocations, requiring another revision whereby it was identified that an inferior tight, fibrous tissue band was intersecting the glenosphere/humeral cup articulating surfaces when the arm was elevated, causing the dislocation. The tissue band was released and a new, same sized 36 size humeral epiphysis and a 9 mm polyethylene humeral cup were implanted. This resulted in a very satisfactory result at the two year follow-up. The dislocation event will be addressed in this complaint.